Event description:
The customer reported obtaining rate reverse reaction errors with erratic patient results for total bilirubin (tbil), blood urea nitrogen (bun) and aspartate aminotransferase (ast) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for one (1) patient.

Manufacturer narrative:
The customer evaluated their au680 clinical chemistry analyzer and followed beckman coulter technical specialist's recommendations. The customer then replaced the photometer lamp, cleaned the system with bleach and performed photocal to resolve the issue. The customer verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).